Manufacturer narrative:
Product complaint # (B)(4). Batch # r5a339. Device evaluation summary: the analysis found that one sr75 reload was returned with no apparent damage. The cartridge reload had the swing tab in the locked position, and the proximal 57 drivers up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device able to be fired fully (75 mm)? If yes, was the cut line complete? If yes, were there any staples missing from the staple line? Or, did the device start to fire but then jammed (partially fire)? If yes, were the cut line and staple line equal in length? The complaint device was reported to be sr75 reload for ntlc75 linear cutter stapler (primarily used in open procedures or extracorporeal resection) and the procedure was reported as a laparoscopic cholecystectomy. Can you please confirm product code of the complaint device?

Event description:
It was reported that during a laparoscopic cholecystectomy the device was fired and two thirds of the staples deployed. The device was loaded with a second reload and the procedure was completed with no patient consequences reported. The reload will be returned.